Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a borderline annulus size of 23-26 mm, a 23 mm valve was used due to minimal calcification and a narrow left ventricular outflow tract. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon. Following the bav, valve deployment was attempted; however, the depth was too deep and was recaptured into the delivery catheter system. The second deployment was at a depth of approximately 4 mm and was fully released. Atrio-ventricular block occurred during the first deployment attempt, but the intrinsic rhythm occasionally returned during the procedure. Due to the unstable rhythm, the patient went to the intensive care unit with the temporary pacing continued following valve implant. Mild paravalvular leak was reported with a mean gradient of 3 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012178222); product type: 0195-heart valves. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.